Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported a ventilator with vent inoperative alarms implying a serial peripheral interface bus failure.

Manufacturer narrative:
G4: 25feb2020 b4: (B)(6)2020. The customer reported that replacing the motor controller printed circuit board assembly (mc pcba) has resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07feb2020. B4: 10feb2020. Technical support troubleshot with the customer and the customer confirmed the occurrence of diagnostic codes that suggested a serial peripheral interface (spi) bus failure. Technical support advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba), the cable that connects the da to the motor controller (mc) pcba, and the power management (pm) pcba. The customer reported to have replaced the da pcba, the da to mc cable and the pm pcba, however, diagnostic codes related to machine and proximal pressure sensor failure and da pcba analog to digital converter failure were persisting. The customer did not respond to multiple requests to confirm further repair of this unit. No additional repair details could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.